Manufacturer narrative:
(B)(4). The customer returned one unit 544240 hemolok l clips 6/cart 84/box for investigation. One loose clip was returned. The clip cartridge was not returned. The returned clip was visually examined with and without magnification. Visual examination of the returned clip revealed that it was returned with the hook broken off which is an indication of possible mis-molding near the hook. The mis-molding could cause the hook to break upon application. The sample appears used as there is biological material present on the clip. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A clip was returned with its hook broken which is an indication of mis-molding near the hook. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A non-conformance has been previously opened to further investigate this issue.

Event description:
It was reported that the clip ends broke off during application.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73d1800352 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip ends broke off during application.